Event description:
It was reported that the patient requests a replacement for an ams 700 inflate penile prosthesis pump because it was very difficult to use and was hard. The revision is booked for (B)(6) 2019. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the revision surgery was cancelled and that the sales rep will notify when the revision is complete.